Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to congestive heart failure, which contributed to the hyperglycemia, on (B)(6) 2019 with blood glucose level was 664 mg/dl and treated with manual injections. Customer states they has a black dot with a circle on the insulin pump. Customer states they was finally able to rewind but it rewound slow. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer states a templet basal was not programmed before the insulin pump alarm. Customer states the insulin pump was stored without a battery. Customer states the alarm did not occur during normal use. Customer has not been on the insulin pump for 2 weeks. Customer states insulin pump had multiple insulin pump error alarm and batter out limit in the history. Customer declined further troubleshooting. The devices will not be returned for analysis.